Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is unknown.

Event description:
It was reported by the sales rep via cst that the first backstop on the truespan 12 degree peek implant failed to fire. The trigger was fully pulled/engaged and clicked as normal, but when the surgeon removed the gun, the backstop was sitting at the tip of the needle. A 5 minutes delay was reported. The procedure was completed by using a replacement device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary. The complaint device is not being returned, it was discarded by the customer. Therefore, unavailable for a physical evaluation. However, an inspection was conducted on the photograph that was provided to determine if the device had any gross visual defects that may contribute to the reported failure. Visual observation revealed that there was an implant deployed at the distal tip of the needle. No anomalies were identified. The photograph along with the information provided is not sufficient to confirm the reported failure. Moreover, we cannot determine why the customer experienced the reported failure and root cause for the reported failure cannot be determined. Hence,the complaint cannot be confirmed. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (l537017 ) combination per qlink search performed on (B)(6) 2019. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (l537017 ) combination per qlink search performed on 12/02/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.